Manufacturer narrative:
Add'l info has been requested. Device is an instrument and is not implanted or explanted. Unable to provide the date of manufacture as no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
During an orif procedure of the left distal radius, the wire broke off in the pt's radius. Part of the wire and the ball were retrieved. The remainder of the wire was left in the pt's bone. The surgeon inserted a screw in the plate next to the broken wire and completed the procedure.